Event description:
The patient had been implanted for axial back pain following laminectomy surgery. The pump had been working well with good pain relief using morphine sulfate. The patient presented with severe back pain. Telemetry of the device revealed a motor stall that would not recover. The device was explanted.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is completed.